Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, seroma, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, small quantity of peri-implant liquid, granuloma.

Event description:
Healthcare professional right side capsular contracture baker grade IV, radial folds, small quantity of peri-implant liquid, granuloma, cysts, ¿retraction, arms movement limited due retraction, and psychological damage ". Device remains implanted.